Event description:
Caller reported receiving a freestyle reading of 386 mg/dl. The customer administered extra units of insulin based on their reading and had a reaction. Customer's family member transported pt to the emergency room. Two hours later, the ER result was 207 mg/dl. Type of treatment by ER was not reported.